Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient had a magnetic resonance imaging (MRI) on (B)(6) 2017 and granuloma was noted at the tip of the catheter. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Patient dose would be decreased on (B)(6) 2017. For interventions/actions, additional information would be provided during the appointment on (B)(6) 2017. At the time of this report, the issue was not resolved and no surgical intervention was scheduled or planned. Patient status at the time of this report was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the hcp suspected concentration and dose of drug for the cause of granuloma. The dose was decreased and concentration was being reduced. Medication in pump on (B)(6) 2017 was sufentanil: 700 mcg/ml, clonidine: 69 mcg/ml, bupivacaine: 30 mg/ml and baclofen 18 mcg/ml. Simple continuous bolus was sufentanil: 492.83 mcg/day, clonidine: 48.579 mcg/day, bupivacaine 21.121 mg/day, and baclofen: 12.673 mcg/mg. It was reported that it was decreased 29% on (B)(6) 2017, sufentanil: 349.75 mcg/day, clonidine 34.376 mcg/day and bupivacaine 14.989 mcg/day. At the time of this report, the issue was not resolved. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019 additional information was received from the healthcare provider and the consumer via a company representative. The patient reported pre-op that the office was getting back more medication at her refill appointments than what the pump said they should and that she was not getting the pain relief ¿I once was¿. Per the patient and the physician, the patient also had a granuloma at the tip of the catheter. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician attempted aspirating the catheter in the or (operating room) and was unable to get adequate csf (cerebral spinal fluid) return, was unable to withdraw 1-2 cc¿s. The actions and interventions taken to resolve the issue was the catheter was replaced. The catheter was tied off at the pump pocket and a new catheter was implanted. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient¿s medical history included dm (diabetes mellitus) and a previous smoker. The patient status was noted as alive, no injury and no further complications were reported or anticipated.